Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Customer's blood glucose was in the 68-80 mg/dl range. The customer declined to reload the cartridge and indicated that a new cartridge would be loaded to resolve the issue.